Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) experienced a sudden loss of stimulation and was unable to communicate with his ipg. A field technical engineer confirmed the issue. Surgical intervention is pending to address the issue.